Manufacturer narrative:
It was reported that red locking tab allegedly would not engage the lock and it would allow rom. No injury reported. The actual device will not been returned. Other devices that have been evaluted the root cause of the complaint is a damaged component. The device's lock button failed during manufacturer testing. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
It was reported that red locking tab allegedly would not engage the lock and it would allow rom. No injury reported.